Manufacturer narrative:
Device received with constant rf pic failed selftest alarm due to a faulty connector on the radio frequency board. Unable to perform self-test and displacement test due to rf pic failed selftest alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a motor arm failed self-test. The customer¿s blood glucose was 92 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.